Event description:
It was reported that this right atrial (ra) lead exhibited a threshold deterioration as the patient was young. It was then decided to remove on the same day and the procedure was completed without any problems. Additional information received which indicated that the physician considered that the patient has a large diurnal variation. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.